Event description:
It was reported that following a trial procedure, the patient experienced decreased in mobility and remained admitted in the hospital. This persisted and the patient was discharged to a rehabilitation facility after the implant procedure. The cause of change in mobility was unknown. The physician did not indicate that the device was related to mobility issues.